Event description:
Customer family member called to report the hospitalization for dka. It was stated that the customer passed out on the floor in a seizure like state and the bgs were low. It was also stated that the bgs were high just before hospitalization and then low by the time they arrived at the hosp. It was unk if the customer received insulin while with the paramedics in the ambulance. Customer has had some seizures and they were running some tests. The md has taken the customer off the pump until further notice.